Event description:
It was reported by a getinge service territory manager (stm) during preventive maintenance (pm), discovered fault code # 111 ( a local virtual address space (vas) watch) and fault code # 112 (dog timer (wdt) failure) in logs for the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The g4 date in the initial emdr was incorrect. The correct date is 20-may-2020. The full name of the initial reporter named in block e1 is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue reported that the issue was discovered during system checkout. For a preventive maintenance (pm). According to logs, code 111 and 112 occurred in (B)(6) 2020. Since unit has a history of code 111 in the past, the stm replaced suspect executive main board to address any potential re-occurrences. In addition, the stm stated that coiled cord and coiled cord to back plane board cable were in good condition. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported by a getinge service territory manager (stm) during preventive maintenance (pm), discovered fault code # 111 ( a local virtual address space (vas) watch) and fault code # 112 (dog timer (wdt) failure) in logs for the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.